Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: omnifit m/s dual geom. Shell; cat# 2025-0054; lot# mc3073. Omnifit m-ha hip stem; cat# 1041-0730; lot# unknown. 28mm +4 v40 taper vit head; cat# 6260-5-228; lot# 12823102. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
A (B)(6) year old female patient had tha procedure in 1995 in a different hospital. On (B)(6) 2019 she had the revision surgery with complaint of pain and due to friction of polyethylene which was observed in an x-ray (ref. The x-ray in communication log). M/s shell, omnifit m-hm normalized stem and 22 mm head (unk catalog #) of stryker¿s products were removed. For revision non-stryker products were used.

Manufacturer narrative:
An event regarding wear involving an ominifit shell was reported. The event was confirmed by material analysis. Method & results: -device evaluation and results: the liner was returned still seated within the shell. Visual inspection was performed as part of the material analysis report (mar), dated 05-mar-2020. This inspection indicated that the distal surface of the liner has damage consistent with impingement against the stem. Yellow discoloration consistent with absorption of synovial fluid is evident. A detail view of the articulating surface identifies damage on the articulating surface is consistent with burnishing and third body indentations. These are common damage modes of uhmwpe. A material analysis has been performed. The report concluded: damage consistent with impingement was observed on the distal rim of the uhmwpe liner. Eds showed the stem and head base alloys were consistent with astm f136 and astm f1586 alloys respectively; which are consistent with their respective drawings. Based on the given information, no materials or manufacturing discrepancies were observed on the surfaces examined. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: undated x-ray shows mimimal poly wear for a component implanted 20+ years, cannot confirm event, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: revision surgery took place after approximately 20 years due to pain and friction of the polyethylene whereby the shell, liner, head and stem were explanted and replaced with non-stryker products. The exact cause of the event could not be determined because insufficient information was provided. Additional information including primary and revision operative reports, clinical and past medical history and additional serial dated x-rays are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
A 76-year old female patient had tha procedure in 1995 in a different hospital. On 17 dec 2019 she had the revision surgery with complaint of pain and due to friction of polyethylene which was observed in an x-ray (ref. The attached x-ray in communication log). M/s shell, omnifit m-hm normalized stem and 22 mm head (unk catalog #) of stryker¿s products were removed. For revision non-stryker products were used.